Event description:
The following info was reported to davol by the pt's attorney: on (B)(6) 2007, the pt underwent a ventral hernia repair surgery. The pt hernia was repaired with a composix kugel hernia patch. Attorney alleges pain, add'l surgery, perforation, ring migration through the abdominal wall, abscess, bowel obstruction, sepsis, chronic fistula, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. We have contacted the initial reporter to request add'l info and to request, if available, return of the device for eval. No lot number has been provided; therefore, a review of the mfg records could not be conducted. The products IFU addresses proper folding techniques as to avoid damage to the posiflex monofilament as well as fixation recommendations for a strong repair. Possible adverse reactions include fistula formation and infection. This MDR includes all pt, event and device info davol has received to date. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.